Event description:
It was reported that a clearlink system non-dehp buretrol solution set leaked at the area near the lowest injection port and dripped on the floor. The issue occurred during patient infusion with vincristine and methotrexate. The methotrexate line (clamped and not infusing) was connected to the vincristine primary line at the lowest port. When the vincristine had infused 10ml, the area near the lowest injection port on the methotrexate line leaked; there was a visible "kink" at the leak location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.